Manufacturer narrative:
(B)(4).

Event description:
It was reported that this brady pacing lead had observations of pacing not delivered when required and loss of capture after being implanted for less than two months. Subsequently, this lead was explanted and replaced successfully. No additional adverse patient effects were reported.